Manufacturer narrative:
During follow up with the customer, it was reported that there was no device shutdown, and that the customer was inquiring about a field correction order that was associated with their device. No malfunction was reported. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00385. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shuts down silently. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.